Event description:
It was reported that during implant attempt, the physician attempted to position the rv (right ventricular) lead several times with high thresholds each time. The lead was removed from the body, the helix was cleaned, and lead positioning was attempted again, with the same high thresholds. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood in/on the helix/lobe mechanism; full lead returned and analyzed.